Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose of 467mg/dl, and her blood glucose reading was treated with an insulin drip. The customer experienced nausea, vomiting, thirst, and urination. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found two no delivery alarms, and one auto off and low battery alarms. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.